Event description:
The pt reportedly experienced sound quality issues followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Surgery to explant device is under consideration.